Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit returned has wire tip kinked, as part of overall visual revision. The device returned together with a torque device. The distal tip of the guidewire was found kinked. The guidewire body showed three kinked sections located approximately at 96.5 cm, 98 cm and 104 cm from the proximal end. The guidewire body did not show some damages on the coating, no peeled sections were found on the guidewire; the polymer tip was in good condition. No more damages were found in the device. The outer diameter of the distal tip, middle and proximal sections of the device are within specifications.

Event description:
It was reported that guidewire coating peeled off. The target lesion was located in the liver. A 135cm transend guidewire was selected for use. During preparation, the physician attempted to shape the distal tip 3-4 times and noted that the coating peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guidewire coating peeled off. The target lesion was located in the liver. A 135 cm transend guidewire was selected for use. During preparation, the physician attempted to shape the distal tip 3-4 times and noted that the coating peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.